Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a recommendation was issued to perform revision surgery of the right hip joint.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2015, the patient started suffering from pains in the right hip area. A revision right hip replacement surgery was performed with intraspinal anesthesia. Signs of pseudotumor, shapeless masses of a white color and curdy consistency, were identified during the revision surgery in the joint capsule area. Histological material was sampled intraoperatively. Because of the possible infectious nature of process, an intraoperative decision was made to remove prosthesis components and insert a cement spacer.